Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to superior vena cava (svc) coil high impedance levels and the impedance has been fluctuating in the svc and rv coils. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc impedance was high on (B)(6) 2013 and (B)(6) 2013. "Hv active can" defibrillation impedance measurement system is dependent on the svc coil. If the svc is high, the active can / rv impedance will be as well. The active can / rv coil impedance appears to be within normal limits. Svc impedance was 138 ohms on (B)(6) 2013 and 91 ohms on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.